Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, a screw broke. It was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the bone screw disassembled from the head. The ring and crown were still assembled in the head. A portion of the retaining ring has been bent and sheared off. The bent/sheared section is sticking out of the bottom of the head with the remaining portion of the ring still seated in the groove of the head. Microscopic inspection confirmed witness marks inside the crown of the screw. The bone screw head diameter found to be within print specification. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.